Event description:
Pt reported experiencing blood glucose fluctuating 100 mg/dl over a 15 min period. Pt indicated that she believed the infusion set was the problem. Pt indicated that the infusion set had not separated and she had not detected any leaking. Pt indicated that she replaced her infusion set site every 3 days and tubing every 6 days. Pt did not report requiring any med attention to address this issue. Pt is not returning product.